Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The customer's blood glucose level was around 40 mg/dl at the time of the incident. The customer stated that they were sweating in bed and felt their blood glucose levels drop. The customer treated their blood glucose levels with food. The customer stated that the act button does not respond. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to drop. The customer did not troubleshoot and did not send the product back for analysis.